Event description:
Information was received indicating that during total parenteral nutrition (tpn) infusion, air was entering the filter of a smiths medical cadd administration set. Per reporter the tubing was subsequently changed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: h6, h10. One video of smiths medical cadd administration set was received for analysis. In the video it can be observed the air vent side from a filter; the fluid is flowing out the device and air bubble it can be appreciated in upper side of the filter, however it is normal according to the instruction for use (IFU), since it is located in the air vent side. No testing could be performed because no samples were provided to perform a thorough investigation. Based on the evidence, the complaint was not confirmed, and no fault was found.